Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report that the insulin pump alarmed no delivery. Customer reported no delivery issues with one reservoir. Customer stated that they removed the set and noticed that the cannula was bent. Customer's blood glucose levels were not included in the report. Product is being returned.